Manufacturer narrative:
Submit date: 09/26/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, it was discovered that the unit had no sound.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the service technician finding that the unit has no audible alarm.¿ it was noted that an operational chip was dislodged from its place. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.